Event description:
The pt reportedly experienced intermittencies and loss of lock. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the issue. Pt device is scheduled to be explanted.